Event description:
It was reported that the midline catheter separated while the nurse was placing the midline. Additional information june 24: it was reported the negative outcome was that the patient had to have the line pulled and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of detached catheter is inconclusive due to the state of the returned sample. Three photographs of a powerglide pro were returned for evaluation. An initial visual observation of the photographs showed the catheter of the powerglide pro was separated from the wings/carrier of the device. Evidence of use was observed within the catheter, and the catheter tubing was observed to be curved in multiple locations. No breaks, splits, or cracks could be seen on the returned sample. Inspection of the returned photographs were insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the midline catheter separated while the nurse was placing the midline. Additional information june 24: it was reported the negative outcome was that the patient had to have the line pulled and replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a separated catheter could not be confirmed. The product returned for evaluation was one 20 g powerglide pro catheter. Gross visual inspection of the returned unit found that the safety mechanism was engaged over the needle tip. Use residue was observed throughout the unit. The needle and catheter were bent at a similar angle. However, in the photos the needle is straight and the catheter tubing is bent in an s-shape, suggesting that the needle was bent after the reported event. Microscopic inspection did not identify any damage to the components. The guidewire was advanced to inspect for damage. The guidewire advanced without resistance and no damage was observed. The catheter assembly was coupled with the wings to inspect the fit between the two components. The two components coupled adequately. Based on the available evidence, the customer's reported defect could not be confirmed. Along with the powerglide device, a nexiva safety mechanism was returned, but visual inspection did not find any damage to the device.

Event description:
It was reported that the midline catheter separated while the nurse was placing the midline. Additional information on june 24: it was reported the negative outcome was that the patient had to have the line pulled and replaced.